Event description:
It was reported that a patient presented with back-up vvi mode sue to hardware reset with loss of bac-up defibrillation noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.